Event description:
It was reported that blood leakage was observed from the temperature probe port and when removing the catheter the clinician had to use fluoroscopy because the catheter was caught. Follow-up with the nurse indicated that leakage was noted at the temperature thermistor connector and when they attempted to remove the catheter, there was some resistance so the patient was taken to the catheterization laboratory and the catheter was removed in one piece under fluoroscopy. There were no patient complications reported.

Manufacturer narrative:
One catheter was received with an arrow introducer and an arrow contamination shield. There was no packaging retuned. The catheter appeared kinked inside the arrow introducer. Examination of the catheter found a puncture in the catheter body 17cm proximal of the catheter tip. All through lumens were found to be patent. The puncture entered the thermistor, distal lumen and inflation lumens. The puncture was found to extend completely through the catheter tube. There was also rippling of the catheter body between the 20cm and 30cm markers. This condition indicates the catheter has been stretched and the thermistor wire has rippled inside the catheter tube. Further examination found a kink located at the 50cm marker which was the same location as the arrow introducer was attached. Also note the arrow introducer has an accordion sheath at the distal edge of the valve housing. This condition allows the introducer to bend to a 90 angle. With the introducer bent 90, the swan catheter is not able to be removed due to the catheter kinking inside the introducer sheath. Although the reported nonconformance was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that the interaction between the accordion-style sheath and the swan-ganz catheter likely contributed to the event reported. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.